Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike a clearlink system non dehp solution set came out of the bag and resulted in leak. The issue was described as; after spiking and priming the amino acid bag, it was hung on the intravenous (IV) pole. Without any tension on the IV tubing, the spike came out of the bag and resulted in leak. There was no patient involvement. No additional information is available.